Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. The customer stated need assistance with programming the new transmitter with the insulin pump. The customer also mentioned that during the wait for his new transmitter he had been fighting off diabetic ketoacidosis and almost had to go to the hospital, however he made adjustment to his basal rates, but since had issue with keeping his blood glucose down. The customer also states was dehydrated. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.